Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported right side ¿capsular contracture¿ baker grade unknown, ¿pain¿, ¿breast seemed high and hard¿, ¿rupture¿, and ¿devices folded." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
It was later confirmed by the physician capsular contracture baker grade iii. The device has been explanted and replacement with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6.

Event description:
Patient reported right side ¿capsular contracture¿, ¿pain¿, ¿breast seemed "high¿, ¿hard¿, ¿rupture¿, and ¿devices folded¿. It was later confirmed by the physician capsular contracture baker grade iii and rupture, diagnosed by ultrasound, MRI and at explant surgery. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Rupture: observed, an opening in the device assessed as unidentified (tear) opening (shell thickness was within specification). Crease/folding: unable to confirm as it is a medical event not related to the device additional observations: crease flat observed in the surface of the shell. Wear abrasion observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported right side ¿capsular contracture¿ baker grade unknown, ¿pain¿, ¿breast seemed high and hard¿, ¿rupture¿, and ¿devices folded." It was later confirmed by the physician capsular contracture baker grade iii. The device has been explanted and replacement with non-allergan device.